Manufacturer narrative:
Unable to determine if there was a device malfunction, device was not explanted. Device name and lot/serial number were not provided.

Event description:
Patient was implanted with a "ams mid-urethral sling" on (B) (6) 2008. Patient states, she has pain, infection, and other, unspecified permanent injuries. Unable to obtain additional information.